Event description:
Patient was here for a hysterocscopy and balloon endometrial ablation. During the procedure, the uterine balloon was inserted. After a minute, an overheating error occurred and this balloon catheter was removed. A second balloon was inserted and this time the heating went to 8 minutes without difficulty. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.